Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a low and high blood glucose levels. The customer¿s blood glucose level was 1.7 mmol/l and 2 mmol/l at the time of the incident. The customer was treated with insulin pump, banana and three candies. The customer also stated had high blood glucose levels of 21.4 mmol/l. The customer declined troubleshoot of low and high blood glucose levels. The customer was advised to monitor the insulin pump. The pump will not be returned for analysis.